Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure using an uphold vaginal support system, a needle detached inside the pt's vaginal epithelium. The needle could not be retrieved. The case was completed with another uphold device, with no complications to the pt, who is reportedly doing well post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.